Event description:
The customer reported that on a couple of needles the top plastic cracked when they were twisted. These were items that their surgery department was using so they are concerned about small pieces getting into the wrong places. Additional information provided on 12sep2023 clarified that the hub cracked.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name;  d3 manufacturer name and address;  d4 unique identifier (UDI) #;  d4 expiration date #;  g4 PMA/510(k)number;  h6 evaluation codes. Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used sample were returned. A visual inspection was conducted to verify for a cracked hub. The reported issue was confirmed. However, based on the available information, a specific root cause could not be identified. A corrective and preventive action (CAPA) is not applicable at this time. All information received will be used for further tracking and trending purposes.